Manufacturer narrative:
Preliminary analysis could not confirm the reported issue. Additionally, proper functioning of the home monitor was also observed; no rf or back-office connection problem has been detected.

Event description:
Reportedly, the patient initiated transmission (pit) button was constantly displaying red light.

Manufacturer narrative:
The device model (d4 field) has been corrected. Please refer to the attached analysis report. - attachment: [20190906 - file-2019-01831 - analysis_and_closure_report_resp-2019-01222.pdf]

Event description:
Reportedly, the patient initiated transmission (pit) button was constantly displaying red light.

Event description:
Reportedly, the patient initiated transmission (pit) button was constantly displaying red light.